Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the device was explanted the physician had a difficult time unscrewing the lead from the connector.